Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the subhepatic vein, using a transjugular approach, the xpert stent prematurely, partially deployed proximal to the lesion. The stent and delivery system were removed. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned complete. The stent was partly deployed by 1.5 strut rows. The stent was fully deployable and did not show any abnormalities. The tuohy borst valve was closed and the device was flushable. The guide wire was inserted from the distal as well as from the proximal side of the device without any abnormalities. A root cause for the premature deployment of the stent could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.